Event description:
The customer reported that the authorized service provider (asp) was onsite to perform service and found a backup audio failed error in the logs. The asp advised the customer the issue had to be resolved prior to performing service. The customer clarified that the issue was found previously, however the ventilator was kept in service and did not encounter the issue again. The ventilator was in clinical use when the issue was first discovered. No harm was reported. When the asp found the issue in the log, there was no patient involvement. The asp advised the customer to perform performance verification testing. The customer performed testing and all tests passed. Based on information provided and/or service performed, the customer's alleged complaint was confirmed.

Manufacturer narrative:
The error log was reviewed and determined the backup alarm failed during the power on self test. The log shows the customer continued to use the ventilator for approximately 4 hours after the failure occurrence and the customer turned down the alarm to the lowest setting.